Event description:
The customer reported that the insulin pump stopped functioning, and he was off the insulin while being out of town. The blood glucose reading at time of call was 192mg/dl. The customer stated that he reinstalled the battery and the device alarmed. Explained the customer that the alarm occurred after the battery is left out for an extended period. Troubleshooting was performed, and the customer attempted to prime, but the insulin pump alarmed. Assisted the customer to check the drive support cap and it was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.